Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner unexpectedly stopped responding multiple times during a procedure, requiring a 2-witness process for signing in. Customer did not disclose the nature of the procedure or the length of the delay to retrieve medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: a1, b5, d1, d4, d5, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-feb-2022 to 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system failed bio ID multiple times and required a 2-witness process for signing in. A field service engineer removed the existing bio ID scanner and installed one per dop request to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner unexpectedly stopped responding multiple times during a procedure, requiring a 2-witness process for signing in. Customer did not disclose the nature of the procedure or the length of the delay to retrieve medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that by reinitializing biometric scanner driver the unit functioned. The department of pharmacy requested to replace the biometric scanner anyway to resolve. The system was functional as intended.